Manufacturer narrative:
(B)(4). The device history records on the lot p1346004 was delivered with invoice #(B)(4), and lot p1346004 was delivered with invoice #(B)(4) on the (B)(6) 2014 it was acknowledge that the correct material and the correct components have been used and the product was built per specification. All working steps are defined and documented. This device is back for return the first time. Der rivet on the shaft is sharred off and the drawbar is bent. It is suspected that the root cause of the breakage is coming from mechanical overload. The corrective actions are already defined and implemented. To avoid further mechanical overloads, since (B)(6) 2015 all products have a strong pin on the tip.

Event description:
During a laparoscopic cholecystectomy procedure a stainless steel screw detached. The screw was lost in the patient's body. According to the doctor the screw is very small and it was not possible to process another intervention. Therefore the patient was informed of the incident and contraindications of having an MRI in the area concerned. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a laparoscopic cholecystectomy procedure a stainless steel screw detached. The screw was lost in the patient's body. According to the doctor the screw is very small and it was not possible to process another intervention. Therefore the patient was informed of the incident and contraindications of having an MRI in the area concerned. The patient's condition is unknown at this time.